Event description:
According to the facility, when the nurse was accessing a patient's port, "rn went to try and flush the port. Upon flushing the port after verifying blood return the finger hold on to the flush cracked off. This resulted in the plastic on the syringe cutting through the sterile gloves and causing a cut to the rn right index finger." Per the facility, patient's port was exposed longer than needed, however "nothing happened." For the user, "no follow up care needed. Washed wound with soap and water and covered with band aide. Monitored for s/s of infection. Wound is healed." Facility also reports "plunger retracts all the way out of the barrel."

Manufacturer narrative:
According to the facility, when the nurse was accessing a patient's port, "rn went to try and flush the port. Upon flushing the port after verifying blood return the finger hold on the flush cracked off. This resulted in the plastic on the syringe cutting through the sterile gloves and causing a cut to the rn right index finger." Per the facility, patient's port was exposed longer than needed, however "nothing happened." For the user, "no follow up care needed. Washed wound with soap and water and covered with band aide. Monitored for s/s of infection. Wound is healed." Facility also reports "plunger retracts all the way out of the barrel." No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.